Manufacturer narrative:
The reported complaint that "autopulse platform s/n (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up" was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was the defective load cell # 2, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large); thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization results confirmed load cell # 2 was over-reported (defective), and it will be replaced to remedy the fault. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, the autopulse platform s/n (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. The ems crew switched to manual CPR until a second autopulse platform was brought to the scene to resuscitate the patient. No consequences or impact to the patient.